Event description:
It is reported that during surgery, while impacting liner, it sheared off rotational tabs.

Manufacturer narrative:
Evaluation summary: the surgical technique states to spin the liner until scallops engage, and to verify that the liner is in the desired position prior to impacting. The liner was designed so that the anti-rotation scallops of the liner seat halfway into the shell prior to impaction so that the event reported in this complaint is avoided. It is apparent that the liner was not properly rotationally aligned prior to impaction. Failure to follow the surgical technique appears to be the root cause. As returned, 6 of the 12 tabs are damaged. The DHR was reviewed and found conforming to requirements at the time of manufacture. A 100 % inspection plan is used to measure the outer diameter features including the anti-rotational, locking and taper features. All (B)(4) pieces in this manufacturing lot were found conforming to the appropriate cmm program. No additional complaints have been received against this manufacturing lot. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.